Event description:
It was reported, that the patient's blood glucose (bg) levels reached 14 mmol/l (252 mg/dl), while wearing the pod between 4 and 24 hours on the abdomen. The pod was removed. And the cannula was damaged. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to confirm, the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.